Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was stable post-procedure.